Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that new electronic privacy information center (epic) orders were not crossing over to pyxis. A technical support specialist verified with the interface team that messages were current and that there were no stuck messages. Disk space was checked and found to be in good condition, with more than 32 gb of free space available. Ram utilization was observed to be close to 90%, which may have contributed to the issue. Customer was advised to have hospital information technology (hit) reboot the application server and to consider upgrading the ram to ensure the system would run smoothly. The issue was subsequently verified as resolved on the epic side. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server users indicated that the new epic orders were not crossing over to pyxis. This issue impacted multiple facilities. At the time of reporting, there were no scheduled downtimes or upgrades by hit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.